Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy bleeding resulting in adonomyosis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis and genital haemorrhage with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy bleeding resulting in adenomyosis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis and genital haemorrhage with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.